Event description:
It was reported that post a percutaneous cholangiogram stenting treatment procedure, biliary duct perforation occurred. A wallstent was placed in the biliary. Approximately two months post stent implantation the patient's health deteriorated. Exploratory endoscopy was performed, images of the end of the implanted wallstent revealed "erosion" of the duodenum wall. The physician related the patient's blood loss to the "erosion" of the duodenum wall. It was unspecified if the patient received treatment and the patient's current status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).